Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed on the pcba(printed circuit board assembly) triangle and water based liquid contamination was observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the [water based liquid] contamination did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading was reported with the adc device. The customer's caregiver reported that after obtaining an unspecified low sensor reading, the customer drank orange juice but following this, the customer experienced a loss of consciousness. As a result, the customer was brought to the hospital and was administered and IV for treatment of a diagnosis of hypoglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00g5eez0 has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading was reported with the adc device. The customer's caregiver reported that after obtaining an unspecified low sensor reading, the customer drank orange juice but following this, the customer experienced a loss of consciousness. As a result, the customer was brought to the hospital and was administered and IV for treatment of a diagnosis of hypoglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.